Event description:
Rn was called by pt to report chemo leak in IV tubing. Seemed to be coming from filter portion of line. Rn visit made (pt had turned off pump/clamped line at time of initial report). Filter replaced and infusion resumed.